Event description:
The customer reported that the device cannot turn on with battery power. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.